Event description:
Information received indicates the brake and brake/steer casters where not staying locked when the brake was engaged.

Manufacturer narrative:
The technician was able to roll the bed when in brake. He adjusted both casters to repair the bed.